Event description:
It was reported that the pump exhibited error code 45639. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a peeled dso seal and scratched lcd lens. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The device exhibited error 45639. It was determined that the most probable cause was due to the pwa board. As a result, the pwa board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d9: device returned.